Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the patient presented with back pain and it was determined that a peri-renal aneurysm had developed. The original aneurysm had totally shrunk down around the endurant stent graft and the patient presented with an aneurysm around the visceral vessels due to disease progression. There were no signs of endoleak. The patient received an intervention were a new bifurcated device was landed in the descending thoracic aorta and stents were placed into the renal arteries and sma in order to maintain patency. No clinical sequelae were reported and the patient is doing fine. A review of returned films 2-1/2 years post-implant show that the stent graft is positioned just below the left renal; there is no right kidney visible. The stent graft proximal od is 33x42mm. The suprarenal aorta is aneurysmal; measures 40 x 45mm just proximal to the renals. The descending thoracic aortic diameter is 25 - 30mm. There is thrombus seen within the bifurcate aortic body. The aaa diameter is approximately 46mm. The ipsi and contra limbs are both patent. No endoleak is visible. Images post-secondary implant of a bifurcate within the descending thoracic were not provided. The cause of the dilated suprarenal aorta appears to be due to disease progression.

Manufacturer narrative:
(B)(4). Evaluation, method: (films) continued. Results: inherent risk of procedure (aneurysm enlargement, occlusion); patient¿s condition affected effectiveness of device (disease progression; aneurysm morphology changes). Conclusion: known inherent risk of a procedure (aneurysm enlargement, occlusion); device failure/lack of effectiveness related to patient condition (disease progression; aneurysm morphology changes).